Event description:
It was reported that during service and repair pre-testing, it was discovered that the port on the console device was damaged and the device displayed e2 and e8 error codes. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had a damaged port one, which caused error codes e8 and e2. Therefore, the reported condition was confirmed. It was determined that this was due to user error by twisting the connector instead of plugging it in and out. The assignable root cause was determined to be misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.